Event description:
The user reported that the unit would occasionally turn itself off when it was bumped. There was no pt involved. The problem was a loose screw on the heat sink of transistor q112 in assembly 590264. The screw was causing an intermittent short. No specific reason for the screw becoming loose could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.